Event description:
It was reported that the dr was unable to deploy the stent. He attempted the trigger method, as well as the slide method, but neither worked. The device was removed and a second stent was used and deployed without difficulty. The approach for the stenting was the right groin and the planned placement was just above the knee on the right side for stenosis. The vessel anatomy was not tortuous and the procedure was a fairly straight path. The dr had no difficulty up until the time the stent would not deploy.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has just arrived at the mfg facility and will be evaluated. Based on the info received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.